Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
The pt's attorney alleged a deficiency against the device. Per additional information received, the pt has experienced vaginal pain and pressure, adhered mesh, recurrence, and dyspareunia.